Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual inspections were performed. The loose (dislodged) stent was confirmed. The difficulties removing the protective sheath could not be replicated in a testing environment as the sheath and stent delivery system were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties removing the protective sheath however the loose (dislodged) stent appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 4.0 x 8 mm xience alpine stent delivery system, the protective sheath and mandrel were difficult to remove; however, they were able to be removed. Upon removal of the sheath, the stent was noted to be loose. The physician touched the stent with a finger and the stent easily dislodged from the balloon. The device was not used and a 3.5 x 8 mm xience alpine was used instead. There was no adverse patient effect and no clinically significant delay. No additional information was provided.